Event description:
It was observed during the device inspection, that the flex video scope exhibited a white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. It was unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the locations where foreign material remained. Based on the results of the investigation, it is probable from the provided information that the foreign material is simethicone. We confirmed that foreign material adhered to/clogged the air/water cylinder, air/water channel, and auxiliary water channel. Physical damage was not found at the locations. We confirmed that the user uses simethicone. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.